Event description:
Left upper lobectomy procedure. Ralc30 dlu was used in attempt to transect the bronchus. The remote control button was depressed until the jaws closed; however, the pc did not display the green option but continued to display "anvil closing." A second attempt to press the close button again and the jaws further closed while the pc displayed the green option. Remote control button was pressed twice and device fired. Pc read "firing complete." However upon inspection of the distal staple line revealed one row of uneven staples while the proximal line showed two rows of malformed staples. The staple line was oversewn to complete the case.